Event description:
Pt called lfs in alleging the meter would not power on while attempting to test. The pt reported feeling weak at the time of the testing. The pt visited their physician due to the weakness but did not receive any treatment. The issue was not resolved with troubleshooting. The meter was replaced for the pt. No further info has been reported.